Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit alarmed motor error during the rewind due to corroded motor home switch. Unit received with minor scratched lcd window.